Manufacturer narrative:
(B)(4). Date sent: 3/5/2025. Additional information was requested and the following was obtained: the patient experienced atrial fibrillation. Relationship to study device value "probable" has been changed to "not related". Relationship to primary study procedure: value "probable" has been changed to "unlikely". Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.

Manufacturer narrative:
(B)(4). Date sent: 2/14/2025 d4 batch #: unknown d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: did the patient have any cardiovascular disease(s) prior to the procedure? Were there any issues or malfunctions with the neuwave probe during the ablation procedure? In the physician's opinion, why is this event probably related to the device and procedure? An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported during clinical trial neu_2017_04 ablation the patient experienced the patient experienced atrial fibrillation. The relationship to study device and procedure is probable. The patient had drug therapy. The condition was recovered/resolved.